Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the returned a1059 mayfield skull clamp. Unit received with the lock having movement and requiring replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up will be submitted,

Event description:
1 of 2 reports. Other mfg report number: 3004608878-2020-00710. A facility reported that the double pin side of the mayfield skull clamp has slight movement. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.